Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified wear abrasion, fold creases, a linear opening on anterior, brown particles in the shell, and observed void >1 mm in non-textured valve-to shell-bond area. Leak test and microscopic analysis were performed which identified a smooth crease opening on the anterior. Fill test inspection was performed and the result was no blockage. Based on the device analysis the final assessment was a smooth crease opening on anterior assessed as fold flaw opening.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device remains implanted.